Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain one when alarms required patient to reset up. Upon opening the cassette door, fluid was noticed inside the cycler. A small hole was noted on the back of the cassette. Patient did not receive any antibiotics and had no ill effects. Sample was discarded; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.